Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). The customer initially cleared the reported event code and returned the device to service. The reported issue recurred and then physio-control evaluated the device, then verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed main keypad assembly was further evaluated in the failure analysis center. It was observed that the shock button was intermittently causing the defibrillation energy to disarm. Following the disarm of energy, the reported event code is logged.

Event description:
The customer reported to physio-control that during a patient event, their device failed to deliver defibrillation energy to the patient. When the reported issue occurred, the customer attempted defibrillation energy a second time, which was successful. The customer reported that the device also had its service indicator illuminated and had logged an event code related to defibrillation energy delivery. The customer advised that the patient was being treated for atrial fibrillation during the reported issue and the minimal delay in care did not affect the outcome of the patient. There was no report of any adverse outcome to the patient during the reported event.